Manufacturer narrative:
This report is filed february 27, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a hematoma at the implant site was treated with oral antibiotics (B)(6) 2016. The implanted device remains.